Event description:
Caller reported a malfunction on the pump, which did not follow any notable events. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed normal limits. Technical support assisted the caller with resetting the pump malfunction code, after which the issue did not recur, allowing the customer to continue using the pump.